Event description:
Samples were run on twin boys on a rl1265. One sample did not get a cohb result. The instrument flagged a d71 error code (no sample detected at f3). Both pt samples were run on a rl1245, and one sample was discordant low, and the second sample got the d71 error code again. Qc samples were within spec. Qc testing results - level 1: rl1265 - 3.7 at 07:16 and 3.9 at 08.43; rl1245 - 4.0 at 07:53 and 3.9 at 08:24. Level 3: rl1265 - 18.2; rl1245 - 18.8. There was no report of injury for this event.

Manufacturer narrative:
Other samples were tested on the system with no errors. Customer advised to run a full calibration followed by all three levels of qc on both analyzers.